Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event with a current blood glucose reading of 466 mg/dl. The high blood glucose event began on (B)(6) 2025 and is ongoing. The event involved mmt-399a,mmt-1884,mmt-7040a,mmt-332a. The customer was treated with correction boluses using the insulin pump and confirmed no other medications affecting blood glucose. Troubleshooting was performed and the pump was in use within 48 hours prior to the event. Customer was not using the auto mode/smartguard feature at the time of the event. The patient was advised to monitor blood glucose, consider changing the insulin, reservoir, and infusion set, and to call back for further assistance if high blood glucose persists. No product return was expected for mmt-399a,mmt-1884,mmt-7040a,mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.